Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's physician was unable to update the pt's pump post dosage changes after a refill session occurred. The pt had not rec'd adequate pain relief from his implanted device system. The ptm (personal therapy manager) was not helping his pain. The pt had been using "all four of his boluses." The pt stated that his "refill date changes to increase time instead of decreasing. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.